Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the t1 of one (1) fast-fix flex was successfully deployed, but the t2 could not be deployed. It became stuck in the metal sheath, and when the doctor pulled the handle out, the t2 came out of the sheath. Both t1 and t2 were removed from the patient¿s meniscus using a grasper. The patient has been discharged. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.